Event description:
Boston scientific received information that a gradual increase in right ventricular (rv) pacing impedances occurred, reaching 2,430 ohms. Additionally, pacing threshold measurement had increased from 2.6v to 5v, with r-wave measurements at 11.4mv. No noise or inappropriate therapy was observed. The patients' physician was to see the patient implanted with this device system in three months and determine next steps at that time. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was returned severed 172 millimeters (mm) from the terminal pin, the proximal only segment was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of setscrew marks on the terminal pins and noted the returned portion of the lead was twisted. The returned portion of the lead was found to be electrically continuous. The twisiting of the lead was concluded to be consistent with twiddler's syndrome. Laboratory analysis was unable to confirm the remaining clinical observations based on testing of the returned portion of the lead.

Event description:
Additional information was received that the patient died approximately 5 years later with no additional information linking the product to the death. A portion of the lead was removed and returned.

Event description:
Additional information was received that increased threshold measurements and pacing impedance measurements of 3,000 ohms continued to be observed. It was reported that the patient with this device system suffered a history of twiddler's syndrome. A revision procedure was performed. Upon opening of the device pocket, the right ventricular (rv) lead was visibly twisted multiple times. The rv lead was partially abandoned, using only the shocking portion of the lead. A new pace/sense lead was implanted. No adverse patient effects were reported during the procedure.